Event description:
It was reported by a member of the cardiac cath lab at the hosp, that the pt developed a retroperitoneal bleed following deployment of the angio-seal device. No additional info is available regarding this event. Requests for additional info from the hosp have been unsuccessful. Pt was taking heparin, 10,000 units, ivp (intravenous push).